Event description:
Per translated paperwork, event reported "defective." No other information provided. As the analysis of the device shows breakage of the band tubing, this event is being reported in good faith due to inamed's policy to resolve doubts in favor of reporting.